Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 2hrs. There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the main root cause for the deviation of 3 of 6 placements into the disc space is a relative movement of the vertebrae operated on (l4 and l5) in relation to the reference array placement on s1, when applying forces on the bones during the surgery. Any movement of the patient's bone anatomy relative to the position of the reference array cannot be recognized nor compensated by the navigation. A further contributing factor that might have slightly added to the deviation is a small movement of the navigation reference array unit during surgery in relation to the vertebra on which it was attached (s1) due to inadvertent forces applied (through the draping over the reference) to the reference array unit at the surgery after registration was performed. This array unit movement might have led to an additional small shift between the navigation display of the (pre-placement) image dataset and actual patient anatomy. Apparently this possibly resulting additional slight deviation of the navigation display was either not clinically relevant or not recognized by the user before the placement with the necessary navigation accuracy verification after registration, draping and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for posterior lumbar interbody fusion (plif) l4-s1, with intended placement of 6 k-wires and following 6 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: with the navigation reference array attached on s1, acquired a fluoroscopy scan using an intra-operative c-arm with automatic registration of the current patient anatomy to the navigation. Verified the registration accuracy, and prepared the pedicles (pilot holes) with the navigated pedicle access needle and placed the k-wires, first left then right side l4-s1. Calibrated a non-brainlab tap to the navigation to thread the pilot holes, and calibrated a non-brainlab screwdriver to navigate the screw placements following the k-wires and threads. Verified the placements with another intra-op c-arm scan, and determined that 3 out of the 6 placements, in left l4/l5 and in right l5, were placed other than intended and entered the disc space. Corrected the 3 deviating placements without navigation under fluoroscopic guidance, and completed the surgery successfully as intended with all placements correct at the end of the surgery. According to the hospital: the deviation of 3 of the 6 pedicle screws was detected by the surgeon before finalizing the surgery, and placements were successfully corrected at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 2hrs. There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.